Manufacturer narrative:
H.6. Investigation: one 5ml syringe with needle attached in an opened blister pack from batch 0199226 (p/n 305062) was received and evaluated. The syringe appeared to be manipulated as clear fluid droplets were present inside and outside the fluid path. It was observed there was damage present at the bottom of the barrel with deformations present between the zero line and 1ml marking, which was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe blunt fill 5ml ll w/ndl 18x1-1/2 stopper was damaged and another syringe leaked. The following information was provided by the initial reporter: material no. 305062 batch no. 0199226, unknown. It was reported that stopper looks melted inside one syringe and another syringe had medication that leaked behind stopper.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0199226, medical device expiration date: 2025-06-30, device manufacture date: 2020-07-17. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe blunt fill 5ml ll w/ndl 18x1-1/2 stopper was damaged and another syringe leaked. The following information was provided by the initial reporter: material no. 305062, batch no. 0199226, unknown. It was reported that stopper looks melted inside one syringe and another syringe had medication that leaked behind stopper.